Manufacturer narrative:
18-apr-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer called stating brush heads had fallen apart while she was brushing. The brush heads detached from their holder and ended up in her mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating brush heads had fallen apart while she was brushing. The brush heads detached from their holder and ended up in her mouth. No injury was reported.